Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the screen brightness check failed. The check cycled through levels 1 to 10 and the brightness of the display remained too dark to be visible. It was identified that the cause for the dim screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the touch screen displayed the proper brightness. The functioning inverter board was removed at the completion of the investigation. There were no other visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient¿s liberty select cycler experienced a display brightness problem. The patient contact reported that the screen on the cycler is getting dimmer and flickers. The cycler was replaced due to a screen brightness problem and distorted display. Technical support advised the patient contact to discontinue use of this cycler. It was reported that an alternate treatment was available. Upon follow-up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The patient had received the replacement cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.